Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally laparoscopic distal gastrectomy procedure, the device able to fire, however the reload took a long time to make neutral position it spent around 30 sec to make the neutral position completely. There was no patient injury.